Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the deflectable videoscope exhibited no image. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h6. In addition, the following reportable malfunctions were identified during the device evaluation: b31 scope communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on charged coupled device unit and on circuit board of video plug section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.